Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 10, 2013.

Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2013; the patient was reimplanted with a new device during the same surgery.